Manufacturer narrative:
Device evaluation: no product was returned. We are unable to confirm the reported complaint. If the product is returned, smiths medical will reopen this complaint for further investigation.

Event description:
It was reported that the patient treated in homecare for pah (pulmonary arterial hypertension) was forced to attach a new cassette to the pump. The pump kept giving alarm (loud beeping and then message -no disposable-) on both pumps, even after manipulating with green spring. During the night 3 (three) times pump displayed a short alarm, which stopped automatically. Patient has low confidence in this form of medication. When the patient has to get out from home, he has to take everything, including a spare cassette in case he faces that issue. No patient injury was reported.